Event description:
The patient¿s battery was moved on (B)(6) 2015 from sub clavicular to her abdomen due to pain at the battery/implant site. The battery was the component involved. The patient was doing great. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received indicating that the patient had their stimulator removed because it was implanted in their chest and was causing pain by hitting the chest wall.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: 2015, product type: extension. Product ID: 3708160, serial# (B)(6) implanted: (B)(6) 2015, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).